Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee surgery, the osteraptor anchor broke while repairing the patella. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with both suture strings but no anchor fragments. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a knee surgery, the osteraptor anchor broke while repairing the patella. Broken pieces were successfully removed from the patient by using tweezers. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported. Patient status is good.

Manufacturer narrative:
H10: h2: additional information on a1, a2, a4, a4, b5, b7 and h6.